Event description:
Customer reported unexpected negative reactivity on a 3 cell screen when testing a patient sample tested on the galileo. The sample was initially tested on the echo and displayed 2+ reactivity on the 3 cell screen. An anti-kell was identified. A second patient sample was collected and tested on the galileo using 3 cell screen and displayed negative reactivity. The second sample was tested on the echo and displayed 3+ reactivity with cell 1.

Manufacturer narrative:
Review of instrument results: capture-r ready screen 3 cell#/ well#: 1 / a2, rx strength: 19, typing: k+k+, visible interp: very slight red cell adherence; fuzzy background; 2 / b2, 8, k=k+, visually negative well; 3 / c2, 10, k=k+, visually negative well confirmed the reactivity of the k antigen on retention capture-r ready-screen (3) (crrs3) lot r096. A service call was made. Replaced reagent syringe tubing, replaced reagent probe, primed system several times. Instrument was tested and performed as expected. Performed antibody screen on customer's submitted sample on the galileo using retention capture-r ready-screen (3) (crrs3) lot r096. The customer's sample resulted as equivocal on cell I and negative with cells ii and iii. Visual inspection of cell I shows slight adherence to the well. Repeated testing using the same reagents listed above on the galileo. The customer's submitted sample reported negative on all cell I, ii, and ii. The event appears to be related to nature of the sample.